Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that air entered the as lvp bld180m 15d ss line during use. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "we are continuing to see problems with the bd blood administration sets"